Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6)-year-old (B)(6) male patient had impella cp pump inserted in the right femoral as an aid to the mvr operation. It was reported that the patient developed lower limb ischemia. As a result, blood transfer from pcps blood transfer tube was performed. No further information was provided.